Event description:
It was reported that at the end of the ablation procedure, the electrode broke when it was being removed. As a result, surgical intervention was needed to remove the broken device fragment.